Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional omnielite device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily tortuous right subclavian artery. An unspecified stent graft was implanted; however, it was unintentionally implanted from the right subclavian artery to the brachiocephalic artery. Therefore, a cut-down procedure was performed at the neck to repair the right common carotid artery, by implanting a 7.0 x 29 mm omnilink stent in the right subclavian artery. However, the omnilink stent moved partially to the brachiocephalic artery as the stent delivery system (sds) became stuck with the implanted stent graft during removal of the omnilink sds, as the vessel was curved at an 80 degree angle. The sds was removed independently from the anatomy. Then, an attempt was made to implant an 8.0 x 39 mm omnilink stent in the right subclavian artery; however, this stent also moved partially to the brachiocephalic artery. Both omnilink stents overlap each other for about 1 cm. A non-abbott stent was then implanted in the lesion to overlap both omnilink stents to complete the procedure, that was prolonged for about 50 minutes. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot or relabeled lot revealed no other similar incidents reported. It should be noted the omnilink elite vascular balloon expandable stent system instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions. The investigation determined that the reported stent migration and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.